Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hub on the port insertion needle leaked chemo on the patients' shirt. It was stated this was concerning because it was a chemo exposure and precautions were followed. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak is confirmed; however, the exact cause is unknown. One 19 g x 0.75 in. Safestep infusion set with a y-site and a needleless injection cap attached to the proximal luer hub was returned for evaluation. An initial visual observation showed use residue on the returned sample. The blue valve appeared to be slightly misaligned within the y-site hub. The sample was flushed and pressurized with a 12 ml syringe of water and a slow, weeping leak was observed emanating from the y-site when the sample was infused. When the flowrate was increased, however, the leak ceased. A microscopic observation revealed a small, curved split on the top of the blue valve of the y-site. The split appeared to be angled from the outer edge toward the middle of the valve. The sample was dissected in order to inspect the valve and a straight, circumferential split was observed on the side of the valve. Both splits appeared to be superficial. While the exact cause of the leak in the valve of the y-site is unknown, it is possible the valve was misaligned and/or damaged during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hub on the port insertion needle leaked chemo on the patients' shirt. It was stated this was concerning because it was a chemo exposure and precautions were followed. No patient harm reported.